Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump emitted a replace battery alarm and when attempting to change the battery, the pump would not power on. The patient confirmed that the battery was inserted in the correct direction. The patient reported trying a battery cap from a separate pack and the pump would still not power on. The patient confirmed that there was no damage to the battery compartment or cap, the pump was not exposed to water, and there was no moisture or corrosion in the battery compartment. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box showed that the pump alarmed "no prime, no delivery" which remained unconfirmed; the pump later emitted a "replace battery" alarm which also remained unacknowledged leading up to the reported power loss. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. The pump was opened and no evidence of power circuit issues were observed.